Event description:
On (B)(6) 2010, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ping meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient's father on (B)(6) 2010 and obtained the following information: the patient's father confirmed that the alleged issue began on the morning of (B)(6) 2009. The patient manages her diabetes with an insulin pump. In response to the alleged issue, the patient's father stated he and the patient immediately went to the patient's diabetic educator's office and was soon after given a replacement meter, the onetouch ultramini meter; the patient's father stated the subject meter was submitted to the diabetic educator that same day. Since the patient was able to obtain actionable blood glucose results with the onetouch ultramini meter, the patient's father corrected and clarified that the patient did not develop any symptoms as a result of the alleged meter issue. During troubleshooting, the technical service representative (tsr) noted the patient was using the correct test strip at the time of the alleged issue and the subject meter's batteries did not need to be replaced per owner's booklet recommendation. The patient's father informed the mss, the subject meter was returned to the diabetic educator after the alleged power issue occurred in (B)(6) 2009. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.